Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned complaint cannula revealed that the tubing was found deteriorated near the connector and the white clip. White residue was found on the tube. No stretching of the tube was found. No further information on device set-up was received from the customer. Conclusion: degradation of the tubing is most likely due to the hydrolysis caused by nebulizing drugs. Based on previous complaints it is known that this is caused by nebulizing epoprostenol (flolan). All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported, via a fisher & paykel healthcare (f&p) field representative, that an opt944 optiflow adult nasal cannula has the tubing ripped during use. The patient experienced desaturation and became bradycardic and hypotensive. No further patient consequence was reported. Further information regarding the device set-up and the patient's care were requested from the customer, however, no further information was received.

Manufacturer narrative:
(B)(4). This incident is linked to another incident (f&p reference ps325459) reported by the customer referring to the same patient and we are trying to determine the sequence of events to understand the patient consequence. We are also in the process of obtaining further information from the customer for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an opt944 optiflow adult nasal cannula has the tubing ripped during use. The patient experienced desaturation and became bradycardic and hypotensive. No further patient consequence was reported.